Manufacturer narrative:
A company injector sample was not received at the manufacturing site for evaluation for the report of the haptic is getting stuck in the injector; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because an injector sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) delivery system, "the haptic is getting stuck in the injector". Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).